Event description:
The physician confirmed that the patient was complaining of pain immediately post procedure; however on (B)(6) 2009 (three weeks after the implantation), during the follow up appointment, the patient said the pain was subsiding. On (B)(6) 2009, the patient was called for a follow up appointment and was said to be complaining of pain again; however she never came into the appointment. No additional information is available.

Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report# 3005099803-2012-04189 for a description of the other device. It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient experienced vaginal/pelvic pain, vaginal scarring, recurrent infections and difficulty urinating. All other information is unknown.

Manufacturer narrative:
Information received from phone conversation with physician on (B)(6) 2012.